Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately two months after it was first implanted, this right ventricular (rv) lead exhibited decreased amplitude, high pacing threshold and intermittent loss of capture (loc). As result, the lead was attempted to be surgically repositioned. However, during the procedure the physician experienced removal difficulties and helix retraction issues and decided to replace the lead. Upon extraction, it was noted that the lead was bent and the insulation was damaged. A new rv lead was implanted. No additional adverse patient effects were reported.